Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, there was difficulty placing the lead due to patient anatomy. It was noted that once the lv lead was placed, the lead dislodged during the catheter removal. The helix was noted to be damaged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.